Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 30, 2021.type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 25 - cause traced to manufacturing. The affected sample was inspected upon receipt to show a black substance in the reservoir. The substance was removed where it was found to be a piece of the defoamer found on the venous side of the reservoir. A representative retention sample was inspected to show no anomalies with the defoamer in the reservoir. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a black substance was floating inside the cardiotomy reservoir. The black substance was initially identified during priming, but the perfusionist felt that the floating object was contained within the sock on the venous side of the cardiotomy reservoir, so the unit was not changed out. While on bypass, it was noticed that the black substance was still present and floating external to the sock and on top of the blood and that¿s where it remained for the duration of the case. No health consequences or impact. Product was not changed out. Procedure was completed successfully.